Manufacturer narrative:
The reported ineffective therapy was confirmed. The lead was returned cut in 3 pieces. Microscopic inspection identified a wire detached from electrode 2 on the paddle causing an electrical open. As there was no instrumentation damage to the paddle and the ineffective therapy started prior to the revision, the detached wire is consistent with the lead being exposed to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-13969, related manufacturer reference number: 1627487-2019-13972. It was reported that the patient was experiencing ineffective therapy. As a result, the physician replaced the patient's leads and explanted the patient's extension on (B)(6) 2019. Therapy was restored following the procedure.